Event description:
It was reported that for two days prior to report the patient¿s stimulation seemed to work for about five minutes until the patient no longer felt stimulation. It was stated this condition did not come with an error code. It was also reported the patient noticed the rate on one of the channels said 100 at the time of report and used to say 250. It was stated that when the patient turned his stimulation on he had to adjust this setting. It was noted the patient would adjust his physician settings himself. It was also noted the patient was taking high levels or oral medication at the time of report. The patient was redirected to his healthcare provider (hcp). Additional information stated the patient¿s transmitter was not working and they did not have stimulation anymore. It was stated the patient experienced a loss of therapeutic effect. Additional information reported the patient¿s device quit working the night prior to report. It was stated the patient needed the stimulation for his pain and that it was an important treatment. Additional information restated the patient experienced a loss of therapeutic effect and was unable to feel any stimulation since the time of report. It was noted this affected the patient¿s system in his right leg. It was stated the patient tried to isolate an individual lead and that when all electrodes were lit up the patient remained unable to feel stimulation. Additional information reported ¿it seemed the issue was the lead.¿ it was stated the ¿patient disagreed and asked for another transmitter.¿ it was noted the patient was asked to call a manufacturer representative once the new transmitter was received and the patient had not been heard from twelve days after initial report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3210, serial# (B)(4), implanted: (B)(6) 1997, product type: transmitter; product ID 3988, lot# n23167, implanted: (B)(6) 1997, product type: lead; product ID 3988, lot# n23167, implanted: (B)(6) 1997, product type: lead. (B)(4).